Manufacturer narrative:
(B)(4). The device evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an inoperative pole clamp. It was not specified when in the process this occurred. There was no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. Visual inspection found the device to be in good physical condition. Functional testing and the review of the alarm log did not reveal any evidence of the reported issue. A service history review was performed and revealed no issues that could have caused or contributed to the reported issue. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.